Manufacturer narrative:
The date of initial implantation is unknown. This report is submitted on july 27, 2020.

Event description:
Per the clinic, it was reported that the patient developed pain and experienced poor performance with device use. Subsequently, the device was explanted on (B)(6) 2020. The patient was not reimplanted.

Manufacturer narrative:
This report is submitted on 22 september 2020.